Event description:
It was reported the patient received inappropriate therapy due to t wave oversensing (twos).it was also reported the patient was unconscious. Additionally, during these episodes, the r waves were at 1 mv and the t-waves were considerably bigger. Later review of manufacturer's database revealed that the patient died as of (B) (6) 2010. The cause of death has been requested and not received. There is no allegation from a health care professional that the death was device related.

Event description:
Caller reports lancet did not retract into multiclix device after firing, lancet is protruding from device cap. No adverse event reported. A request was made for the return of the product, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.